Event description:
The surgeon initially reported that the 25 gauge vit cutter shed metal particles. Additional information received on 01/05/2007: the doctor is still seeing the metal like glitter particulates to date; this occurs early in procedure. He explains that in order to see the particulates, he has to redirect his light pipe, and they appear in the vitreous by the thousands. He confirmed that none of his patients have been affected, and that he believes he aspirates most of them, if not all during surgery. Additional information has been requested. 01/16/2007: the doctor did receive the questionnaire, and declined to complete it, but did reiterate that there was no known patient impact.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.